Manufacturer narrative:
A medtronic representative went to the site to test the equipment and replace parts requested by site. The mechanical test failed imaging system checkout because of defective mobile view station (mvs) board, 20 amp fuses blown. The medtronic representative replaced mvs power board. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. The device was returned to the manufacturer for analysis. Investigation of the mvs power board could not confirm reported problem. Mvs power board was installed in the mvs cart connected to the imaging system and ran without any issues for 2 weeks. No fault found. This event was identified during a retrospective review as discussed with the (B)(6) district office on (B)(6) 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the fuses in the mobile view station (mvs) of the imaging system blew. There was no patient present when this issue was identified. No further details regarding this issue were provided.